Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Received call from a doctor office, stating that their patient has a nebulizer that is not working anymore